Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the medium-large clip applier instrument was not clamping. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the incident with the clip applier occurred while the instrument was in the patient and the surgeon attempted to clamp on a vessel or tissue bundle. The specific issue experienced was related to an unsuccessful clip application, as it was not possible to clip. The surgeon used hemolock clips of medium-large size, and the vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. The instrument was found to have two (2) severely bent grips, causing misalignment of the grip-tips. There was a 0.51mm offset at the tips. A clip cannot be properly loaded into the clip groove of the grip-tip which does not allow the test to be performed. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.